Event description:
The user facility reported that particulate matter was observed in the pvc tubing distal to the stainless steel heat exchanger coil during priming. The heat exchanger coil is included within a convenience kit that is custom-made to the specifications of the user. The heat exhanger coil was changed-out prior to the procedure and the pt was not affected.